Manufacturer narrative:
A manufacturing evaluation was conducted. The part was received with nicks/scratches. Internal diameters of the holes were measured. One 12 degree hole has internal damage, radial scratches that are not aligned to the angle of the hole. This damaged hole will not accept the go member of attribute gage. All described nonconformities are post manufacturing. The raw material was confirmed as correct in the device history record. Of note, it was not reported if the cslp plate holding drill guide was used when drilling the holes. A product development evaluation was conducted. The plate shows some minor scratches on the top surface. There are no visual non-conformances to the product. Product development was able to determine that one of the holes is out of specification. The thru hole should measure 4.5mm and using calibrated gauge pins ((B)(4)) the caudal left hole appears to be 4.26mm in diameter. This event is captured on the latest version of the risk analysis.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. There were no abnormalities observed during the device history record review. Note: this device is used for treatment.

Event description:
During insertion of two expansion head screws into a cslp gold plate for an acdf at c6-c7, the two screws would not fit through the plate. Surgeon removed the cslp gold plate and used a cslp variable angle plate which was implanted without issue. The same two expansion head screws that would not fit through the clp gold plate were implanted into the cslp variable angle plate without issue. All screws seated correctly and the surgeon completed the procedure with no further problem.this is the 1st of 3 reports submitted on this event.